Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient  reported that they have not had a life since having the implantable pulse generator (ipg) implanted and they frequently feel pain under the clavicle and even into the arm.  They also complained that when they do in-office testing, it feels like its scrambling their brain and they feel  shocks too. They further noted that for years, the ipg keeps them up" for up to an hour" and the clinic programmed off any additional features that cause pacing. They also stated that following any effort at home, "they are very short of breath." The ipg remains in use. No further patient complications have been reported as a result of this event.